Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing procedure, the 8mm monopolar curved scissors tip cover accessory was found to have damage on the clear end and the grey section. The customer reported event had no report of patient injury.